Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 in the main cabinet were not detected. The field service engineer (fse) powered down the station and upon inspection found the keyboard had no lights. Replaced the keyboard, rebooted the station, after which the bus communication issue was resolved and drawers were detected successfully. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 and 2.2 not detected on bus. Customer tried to reboot and recover but issue doesn't resolve. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.